Event description:
It was reported that the ventilator generated turbine failure error during ventilation. No more information was available. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
H3 other text: 4119.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated turbine failure error during ventilation. No more information was available. The only information received regarding this complaint is the reported event. No information on replaced parts has been received and no logs have been received. Given this, we have not been able to confirm the problem nor can we identify any root cause.